Event description:
Note: the date of event is unk. A hydrothermablation procedure set was allegedly used during a hydrothermablation (hta) procedure. According to the complainant, a boston scientific sales representative and a scrub technician were engaged in a conversation. The technician brought a possible complaint to the attention of the sales representative. The technician stated that one of the physicians needed to check on a pt who sustained a second degree burn from a hta procedure. The technician was unable to provide any additional info regarding the procedure, including the name of the physician, dates, or pt info. Although attempts were made to confirm this event, there is no further info.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device manufacture date and expiration date are unk. The suspect device has not been returned, therefore; the cause of the reported malfunction has not been determined. If there is any further relevant info received, a supplemental medwatch will be filed.